Event description:
Info received indicates while performing preventive maintenance, the technician found the bed had a high ground resistance reading.

Manufacturer narrative:
The technician found the ground lug screw on the power cord plug was stripped and could not be tightened. The technician replaced the power cord plug to repair the bed.